Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the locking screw were checked (as far as measurable) using a sliding caliper and found to be in compliance with ao/asif specifications and the manufacturing documents. Based on the topography of the fracture surfaces we assume that dominant dynamic bending loads led to the fatigue of the investigated 7.3 mm locking screw. Sem observations and findings indicate that the screw failure was caused by fatigue and overload. The implant had to absorb and neutralize forces over a long period of time that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: pt with left femur fracture on (B)(6) 2011 was implanted with lcp plate and screws on (B)(6) 2011. An x-ray on an unk date showed the fracture was delayed and scheduled the pt for add'l graft to be added. Before the second surgery another x-ray was taken that showed the most proximal locking screw was broken. Pt was returned to operating room on (B)(6) 2012, bone graft was added and the broken screw was removed, however the shaft remains in the pt. This is 1 of 3 reports.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.